Event description:
It was reported that after the implant procedure, the patient experienced procedural redness and swelling at the ipg site. The patient was given additional antibiotics and was doing well. No further course of action will be taken.